Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified one linear opening on the posterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified one smooth crease opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one smooth crease opening on the posterior due to fold flaw opening.

Event description:
Physician reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side deflation. The device has been explanted and replaced.